Event description:
It was reported that during an unknown procedure, some of the staples were malformed. Hand sewing was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.